Event description:
It was reported to boston scientific corporation that a stonetome was used during a procedure performed on (B)(6) 2013 for the removal of a common bile duct stone. According to the complainant, during the procedure, after the device was positioned at the target location, when the physician attempted to cut, the device failed to deliver current. Aspirating contrast media through the forceps port of the scope and checking the position of the cutting wire failed to solve the issue. There was no visible damage to the stonetome and there was no alarm or error message of the generator. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that a stonetome was used during a procedure performed on (B)(6) 2013 for the removal of a common bile duct stone. According to the complainant, during the procedure, after the device was positioned at the target location, when the physician attempted to cut, the device failed to deliver current. Aspirating contrast media through the forceps port of the scope and checking the position of the cutting wire failed to solve the issue. There was no visible damage to the stonetome and there was no alarm or error message of the generator. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted. Functional evaluation found that after the device was put through a duodenoscope, the device bowed more than 90 degrees, which meets specification. The resistance of the cutting wire was measured and found to within specifications. The length of the cutting wire was measured and found to be within specifications. The device functioned as intended with respect to electrical functionality. Although the investigation was unable to confirm the reported complaint that the device failed to deliver current, it is possible that anatomical/procedural factors may have contributed to the event. Therefore, the most probable root cause classification is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.